Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and fever. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with glazidim (intraperitoneal (ip), dose and frequency not reported) and amikacin (ip, dose and frequency not reported). Six days after admission, the patient was discharged from the hospital and antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Patient height was (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.